Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was fading/dim for the past few years. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/04/2014 with the following findings: during investigation, the pump powered on with a blank display. Further testing on the display was unable to be performed due to the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.